Event description:
The manufacturer became aware of a literature published by the,¿ department of orthopedics and traumatology, taipei veterans general hospital, taiwan ¿. The title of this report is ¿comparison of screw fixation versus non-fixation in dorsal opening wedge medial cuneiform osteotomy of adult acquired flatfoot ¿, published on 11 february 2019 which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2019.01.011. This report includes analysis of the clinical data that was collected on 38 patients, and the cases in this study range from june 2013 to june 2017. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced symptomatic implant irritation, requiring removal of implant.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.